Event description:
During a attempted pci of a right coronary artery, difficulty crossing the lesion with the stent occurred. When attempting to remove the stent from the prox rca the stent became dislodged and stuck on the lesion in which we were attempting to treat. After multiple attempt to cross with a balloon and inflate the stent further we were unable. Provider indicated it was likely do to patient anatomy and calcium burden and not device malfunction. No patient harm. Device was not saved by staff post procedure as the stent was retained by the patient in the prox rca. Resolute onyx 2.00 x 30 model # ronyx2003oux lot 00107272222001. Product not available for evaluation.